Event description:
It is reported that the device was implanted in 2009 and that the patient was revised at approximately 18 days later, due to dislocation.

Manufacturer narrative:
Evaluation summary: dislocation may be caused due to one or a combination of the below mentioned factors: incorrect positioning of acetabular and femoral components, failure to restore leg length and/or proper tension of the tissues around the hip, loosening of the prosthesis, laxity of muscles, patient activity level & weight, prior surgery or fracture through the hip joint, neuromuscular disorders that damage the muscles around the hip. No product was returned for evaluation, hence no definitive root cause can be determined with certainty. H6: evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.